Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient was implanted with a light adjustable lens (lal, sn (B)(6), +24.0 d) on (B)(6) 2023. Two light adjustments were completed; however, the patient did not return for the lock-in light treatments. Approximately two years later, during an exam on (B)(6) 2025, the patient reported blurry vision. An additional light adjustment was performed on (B)(6) 2025 and the patient subsequently completed the lock-in light treatments, however, the symptoms persisted. The patient self-reported that they were not compliant with the uv spectacles while working on a boat. The physician noted refractive changes consistent with polymerization and the lal was eventually explanted on (B)(6) 2026. A new lal+ (sn (B)(6), +24.0d) was implanted as a replacement.